Event description:
The customer reported to olympus that the colonovideoscope had poor water supply. The issue was observed during inspection for use and the procedure was completed. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: due to insufficient cleaning, there was foreign objects in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s reported allegation was not confirmed. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: due to a pinhole on channel tube, water tightness was lost; due to wear of the angle wire, the bending angle in up direction and the play of the up/down knob were out of the standard value; due to damage on right/left knob, the knob did not move smoothly; the adhesive on the distal sheath was chipped and cracked; the forceps elevator, right/left knob, probe cover, connecting tube and switch 1 were scratched. Further information was received from the customer. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown what the material was or when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle is cleaned with lint-free cloths/brushes/sponges and the air/water nozzle is flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Note - section e1 shortened from: medical corporation ichishukai nerima station endoscopy/breast clinic to: endoscopy/breast clinic, due to character restrictions.

Manufacturer narrative:
Based on the obtained information/customer¿s response, it is unknown whether reprocessing was practiced in accordance with IFU (instructions for use). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the nozzle could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - instructions, operation manual for evis lucera gif/cf/pcr type 260 series, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. - instructions, reprocessing manual for evis lucera gif/cf/pcr type 260 series, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.